Event description:
It was reported that the device system exhibited high pacing impedance out of range on the right ventricular (rv) lead upon the last follow up on (B)(6) 2021, which resulted in a lead safety switch. The lead exhibited only one sudden out of range measurement. The patient was seen in clinic again in (B)(6) 2021 and there was no safety switch noted since the last follow up. The rv lead impedance was showing within normal range and stable. Upon provocative maneuvers and manipulation, there were no changes noted in the rv lead impedance and no noise. A chest x-ray was performed and it showed nothing obvious other than a tight bend on the right ventricular (rv) lead that has been present since implant. In addition, the patient experienced presyncope caused by pacing inhibition due to noise that was oversensed when the device was automatically reprogrammed to unipolar configuration upon the safety switch occurrence. Reportedly, the ra impedance had risen from 300 ohms to 1200 ohms approximately one month prior, however, no out of range measurements have been noted for the ra lead. Technical services (ts) advised to maintain close monitoring for the ra lead as well and to perform in clinic testing to exclude lead mechanical compromise. The device was reprogrammed to unipolar pace and bipolar sense and the patient is to be given a latitude monitor and continue to be monitored by the clinic. The ra and rv leads are non-boston scientific products. The device system remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).